Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (date is unknown, however reported to be approximately six months prior to the event). According to the complainant, during a replacement procedure performed on (B)(6) 2012, when the device was removed from the patient, the internal bolster detached and fell inside the patient's stomach. The detached bolster was not retrieved. The physician is taking a "wait-and-see" approach. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as the peg tube was disposed and the internal bolster was not removed from the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.